Event description:
It was reported, that right ventricular (rv) lead fracture. Was determined, by the high pacing impedance and inability to capture, during interrogation at clinic. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
As partial lead (only distal portion) was returned in one piece. The helix was extended/bent and clogged with blood/tissue. Unable to perform impedance test due condition of the lead as received. Electrical testing that could be performed did not find any indication of conductor fractures between the conduction paths consistent with procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.